Event description:
Long charge time (greater than 16 seconds) and charge circuit time out was reported. The device went to eri (elective replacement indicator) after 2 charges that were longer than 30 seconds. The device was subsequently explanted and returned with a report that it failed to deliver therapy, due to extended charge time. The patient did not complain of any symptoms. The entire system was explanted due to infection. The device tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.